Event description:
(B)(4). Menses: cramping, longer, intense, heavy, pain, breast changes, painful ovulation. Breast changes: engorged, tender. Endometriosis, night sweats, adnexal cyst, weight gain, bloat, loss of libido. Pain: sciatic, lt bands, back, hips, joints, feet, leg cramps, spasms. Fatigue/exhaustion/weakness, pitting edema (bilateral) feet andamp; legs, headaches/dizzy, brain fog/memory loss, forgetful, cog processing/word salad, mood/depression/anxiety. Kidney stones, low vit d, long time to heal, eczema. Allergies constantly seasonal andamp; environmental vision: floaters, decreased rapidly /hearing. Gi sensitive/gluten? Dental issues (broken teeth, gum sensit), palpitations, hair changes, mirena rejection, metal allergy, mono/shingles.